Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at baseball practice when he became dizzy and collapsed to the ground. The patient¿s cgm displayed 197 mg/dl at the time; however, a bg was performed by his father which was 53 mg/dl. The father gave the patient 16 oz. Of soda, honey, and one glucose tablet for a total of 35 grams of carbs. The patient recovered after ingesting the carbohydrates. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.